Event description:
Customer's mother reported that the transmitter did not blink when connected to the sensor. The blood glucose reading was 216 mg/dl. When the sensor was removed from the body she noticed that the cannula was missing and was not sure if it was there to begin with. She stated customer did not experience discomfort and that it did not look like anything had broken off. Nothing further was reported.

Manufacturer narrative:
Inspected one opened/used sensor and performed a visual inspection and found the electrode peel back (retract) from the tubing's insertion needle. Unable to confirm the sensor damage due to customer returning the product opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.